Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining the no message (scan timeout error) when scanning the adc freestyle libre 2 sensor. On (B)(6) 2022, as a result, the customer could not monitor their glucose and had a loss of consciousness. The customer was provided unspecified treatment by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining the no message (scan timeout error) when scanning the adc freestyle libre 2 sensor. On (B)(6) 2022, as a result, the customer could not monitor their glucose and had a loss of consciousness. The customer was provided unspecified treatment by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The usb/charging cable was visually inspected and no issues were found. No opens or shorts were observed. The returned reader was de-cased. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining the no message (scan timeout error) when scanning the adc freestyle libre 2 sensor. On (B)(6) 2022, as a result, the customer could not monitor their glucose and had a loss of consciousness. The customer was provided unspecified treatment by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.